Manufacturer narrative:
(B)(4). Date sent 2/25/2025. D4 batch #900c33. Corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload was received with the one-piece sled missing and unfired making it nonfunctional. No functional test was performed due to the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of patient related issue and hemostasis controllable, the instructions for use contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 900c33, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/7/2025. D4 batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Some staples. 2. How was the bleeding controlled? With bipolar. 3. How much blood was lost (ml)? It was not measured. 4. Did the patient require a transfusion? No. 5. Is the current patient status known? The patient is well but required an additional day of hospitalization. 6. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Additional day of hospitalization. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: exactly why was additional hospitalization required? Please confirm that the staples were formed in the proper ¿b¿ shape? What device was used with the gst60w cartridges? What anatomical location was the device fired upon when the bleeding issue occurred? Did the surgeon wait 15 seconds prior to firing the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass dr. Performed the procedure with a white refill and had to perform hemostasis with bipolar because the tissue did not stop bleeding. The surgery was delayed 10 minutes. The surgeon performed hemostasis with bipolar and with compression and gauze. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2025. Additional information was requested, and the following was obtained: exactly why was additional hospitalization required? Monitoring of the patient's intraoperative bleeding. Please confirm that the staples were formed in the proper ¿b¿ shape? Yes. What device was used with the gst60w cartridges? Yes. What anatomical location was the device fired upon when the bleeding issue occurred? Jejunum. Did the surgeon wait 15 seconds prior to firing the device? Yes.